Event description:
It was reported that this patient has had multiple untreated episodes in the past and has recently received multiple inappropriate shocks due to oversensing of air bubble noises. The system was reprogrammed to alternate sensing vector at this time. No adverse events were reported.

Event description:
It was reported that this patient has had multiple untreated episodes in the past and has recently received multiple inappropriate shocks due to oversensing of air bubble noises. The system was reprogrammed to alternate sensing vector at this time. No adverse events were reported. This supplemental report is being filed to provide additional information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined the most likely root cause for the noise in these events is a slightly (less than 1/4 turn) loosened setscrew combined with relative motion between header and electrode due to normal patient movements, boston scientific implemented a new torque wrench with reduced counter-clockwise slip force to mitigate the likelihood that a setscrew could be inadvertently loosened. Please refere to the description for more information regarding the specific circumstances of this event.